Event description:
The subject home monitor was sent to patient's home on (B)(6) 2013, and was properly installed on (B)(6) 2013. On (B)(6) 2016, it was detected that no remote follow-up was transmitted to the hospital for this patient due to an issue with the home monitor. Reportedly, a piece of the connector is unlinked to the device.

Manufacturer narrative:
(B)(4).

Event description:
The subject home monitor was sent to patient's home on (B)(4) 2013, and was properly installed on (B)(6) 2013. On (B)(6) 2016, it was detected that no remote follow-up was transmitted to the hospital for this patient due to an issue with the home monitor. Reportedly, a piece of the connector is unlinked to the device.